Event description:
Caller reported a malfunction on a pump, specifically a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the caller understood and acknowledged.